Event description:
It was reported that the customer had a loose drive support cap. Customer's blood glucose level at the time 539mg/dl. Customer treated with a manual injections. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing lcd window, protruded/loose drive support disk and cracked end cap.